Event description:
It was reported that this right ventricular (rv) lead exhibited gradual increase in high pacing impedance and high pacing thresholds. A lead revision was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.